Manufacturer narrative:
A ge service representative performed an onsite investigation. The snubber board was replaced and the high voltage cable was repaired during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported that the system would not x-ray. No patient injury was reported.